Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) channel. The shock impedances had been increasing since implant, but a more distinct increase was observed within the last year. All other measurements remained stable and no lead damage was visible via x-ray. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. The recommended testing was performed at an in clinic follow-up. No noise was produced during testing, and sustained high output pacing did not decrease the shock impedances. A commanded shock is expected to be scheduled, but no date has been set. This crt-d remains in service. The make of the rv lead is unknown. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) channel. The shock impedances had been increasing since implant, but a more distinct increase was observed within the last year. All other measurements remained stable and no lead damage was visible via x-ray. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. The recommended testing was performed at an in clinic follow-up. No noise was produced during testing, and sustained high output pacing did not decrease the shock impedances. A commanded shock is expected to be scheduled, but no date has been set. This crt-d remains in service. The make of the rv lead is unknown. No adverse patient effects were reported. Additional information was received that the rv lead is a boston scientific product. During a routine follow-up, the shock impedance remained high and the physician elected to perform a lead revision. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.